Event description:
It was reported that on implanting of the catheter due to deformities and obstructions with the patients spine/intrathecal space, the physician found it hard to get a clear pathway and entrance for the catheter. There were two attempts and two catheters were broken on trying to obtain the correct positioning of the catheters. There was no patient injury. The procedure was completed and the patient is currently well and receiving therapy via the pump

Manufacturer narrative:
Concomitant products: product ID 8780, lot# 0206389705, product type catheter; product ID 8780, lot# 02 06856475, product type catheter. (B)(4).